Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: plate breakage. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: patient underwent primary surgery with ncb plate on an unknown date. Due to plate fracture, patient underwent revision surgery on (B)(6), 2017 to remove the broken plate. Review of received data: two x-rays were provided. The x-rays are dated with (B)(6) 2017. The left femur is shown with an existing hip prosthesis and a broken ncb pp plate. In addition, a bone fracture can also be seen . The bone fracture is located at the same area where the plate breakage is. It is unknown if the initial bone fracture was located at the same location. No pre-operative and post-op x-rays (right after implantation) have been provided. Devices analysis: visual examination: the broken ncb pp plate and trochanter plate were returned for investigation. The sub components (screws and cable) have not been returned for product analysis. However, the breakage of the plate is located on the third three hole pattern through a bore hole seen from distal. The broken plate shows an indication for a fatigue fracture (beach lines). There are also several scratches on the plate surface visible. The trochanter plate do not show any damage or deformation. Review of product documentation: the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting not possible no signs of notching. Breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment breakage of implant due to chemical / galvanic / crevice corrosion of material not possible no signs of corrosion. Breakage of implant due to implant will be implanted against contraindication possible, unknown for which indication the plate was implanted. Breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible no issue can be seen on the x-ray. Breakage of the implant due to wrong interpretation of x-ray template for dimensions not possible no issue can be seen on the x-ray. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible the plate seems not be bent. Breakage of implant due to user define incorrect placement of the spacers and plate not possible no spacers visible on the x-ray. Breakage of implant due to user perform improper handling of the plate during insertion possible, as no surgical report was received, this point cannot be excluded. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible the plate seems not be bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction possible, no information received about post op restriction. Breakage of implant due to patient do not follow the postoperative protocol possible, it is possible that the patient did not follow the instruction and maybe over stressed the implant. Conclusion summary it was reported that the patient underwent primary surgery with ncb plate on an unknown date. The plate breakage was seen on the x-rays on 21.04.2017. The revision surgery to remove and replace the components was done on 28.04.2017. The plate breakage can also be seen on the provided x-rays (dated 21.04.2017). No surgical reports have been received. The product analysis of the plate shows an indication for a fatigue fracture. The visual examination of the product indicates that no material defects that could have triggered the plate breakage could be detected. However, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Two x-rays were received and will be part of the ongoing investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb, periprosthetic femur plate, proximal, left, 15 holes, 324 mm on the left side on unknown date. Patient was revised on (B)(6) 2017 due to the breakage of the plate.